Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 75% stenosis in the mid left anterior desending. (Lad). The 2.5x15 mm trek balloon catheter was used for pre-dilatation. The 2.5 x 15 mm xience prime stent was advanced to the lesion. The stent delivery system was pressurized for the first time and the balloon ruptured at 14 atmospheres. Blood was observed to be coming into the indeflator. The stent was confirmed to be well-apposed to the vessel wall. Post-dilatation was not performed. No resistance noted while delivering the balloon to the anatomy or during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.